Event description:
It was reported to philips that the azurion system generator did not start. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the mains interface unit, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) inspected the system remotely and confirmed that the generator did not start. The analysis of the log file done by the rse, detected an error in the power supply. The miu (mains interface unit) phase was faulty. The field service engineer (fse) replaced the miu and performed the functional test which returned the device to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received confirming that the issue occurred outside of clinical. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. The investigation has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.